Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a humeral nail procedure, the surgeon complained that the surgical technique guide was inadequate in the description of how to determine the entry point for a retrograde approach with the humeral nail. The surgeon used an incorrect entry point and subsequently led to an iatrogenic fracture. The surgeon suggested the surgical technique guide should provide precise measurements in cm or mm where the entry point is in relation to the surrounding anatomical landmarks. The surgeon complained that the router and burr for making the opening in the bone were functionally poor in what they have been designed to do. The surgeon also reported that the depth gauge was ineffective and causing him to insert a screw that was too short proximally. The screw was replaced with another screw. The procedure took four hours. Reportedly the surgeon has never done a retrograde humeral nailing procedure prior to this procedure. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.